Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Initial reporter facility name: (B)(6) hospital ((B)(6) hospital).

Event description:
The reporter stated that a droplet of epirubicin was found under the closed filter vent of a plumset. There was no report of harm.

Manufacturer narrative:
H10 - one used list# 146870489, primary plum set, clave secondary port, clave y-site, secure lock, 103 inch. Lot# 4737103 and one (1) used bag spike adapter w/spiros, list# unknown, lot# unknown were received. The complaint of leakage on the returned used 146870489 primary plum set could be confirmed. The product was tested per product specification. There was a leak from the vent plug juncture with cap opened. The leak appeared to seep through filter vent material from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D10/d11: concomitant medical products - date returned to mfg - january 21, 2021.